Manufacturer narrative:
The reported event of over infusion could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time.

Event description:
The customer reported an infusion of epinephrine 8mg/100ml ordered to run at 0.04mcg/kg/min was found to be infusing at 0.45mcg/kg/min after approximately 18 minutes at the incorrect dose. Although the infusion was restored to the intended rate, the patient experienced an arrhythmia with pauses, leading to asystole which required cardiac resuscitation to regain hemodynamic stability. The patient was reportedly unstable prior to the event and his eventual outcome has not been reported.

Manufacturer narrative:
No product will be returned per customer. The customer refused to return the product for failure investigation. The root cause of this failure was not identified.